Event description:
Initial procedure was a port-a-cath removal and foreign body removal in the right pulmonary artery. Pt was brought to special procedures in 2008, for the port-a-cath placement per dr vea and dr suik. A cat scan was performed on the pt prior to the use of the port-a-cath and the line was found to be in the pulmonary artery. The pt was brought back to special procedures about 2 weeks later, and the line was removed. All of the products from the pt were retrieved and given to robert pool, mgr. Verified with the variance reporter that a piece of the catheter broke off.